Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing, the device touchscreen was out of calibration. During further testing at the service center, the keys on the touchscreen was responsive when pressed except along the left side fo the touchscreen display. The touchscreen calibration test was performed and the device did not pass the test; the device displayed "coordinates outside of calibration tolerances or readable area" and could not be recalibrated. There was evidence of corrosion on the lower left and right bottom of the touch screen. The probable cause was due to fluid ingress on the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned tot he biomedical dept for unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test.